Manufacturer narrative:
(B)(4). The patient underwent procedures to treat pain, dyspareunia, discharge, and eroded mesh on (B)(6) 2009, and on (B)(6) 2010. She had a repliform mesh, boston scientific, implanted on (B)(6) 2010. (B)(6). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00033. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat cystocele, stress urinary incontinence, urethrocele, and hypermobile urethra and mesh was implanted.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent vaginal mesh removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.